Manufacturer narrative:
The user-reported issue was confirmed. The pump was found to have a damaged door handle. The pump was also found to have a flow rate accuracy of -6.78%, which falls outside of the +/-5% specification. The bent door handle may be correlated with the inacccurate flow rate. The door hook assembly was replaced. The pump was repaired and tested to meet specifications on 01/31/2017. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on 02/03/2017.

Event description:
The user reported an issue with bent door handle. No patient was involved.